Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issues april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The batch record review was performed. In process sampling of intermediate sub-assemblies and the finished product was performed and documented where appropriate. Components were approved for use. The batch record review found no objective evidence of discrepancies related to the complaint issue.

Event description:
Report received indicated the patient had red, bleeding peristomal skin approximately the size a nickel at 12:00 o'clock. Skin began healing after a month with the use of hydrocolloid dressing. No further information was provided and the patient outcome was not reported.